Event description:
The following has been reported: biomed reported: 'can't clear reload set error'. Incident occurred during process: no. Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 5). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device returned for pneumatic valve leak failure. Log files were reviewed and found valve 5 leak failures. The device was opened to inspect for internal damage and put the device into manufacturing mode to test the pneumatics system. No internal damage was identified. The pneumatics system failed during hardware testing, displaying a valve 5 failure.